Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the calcified and severely tortuous mid to distal right coronary artery (rca). The 3.50 x 20mm taxus express2 drug eluting stent (des) had been advanced to the target lesion, but was unable to cross at the proximal rca. The physician then tried to pull the stent back into the non bsc guide catheter; however, the stent could not be pulled back into the guide catheter. It was noted that the stent strut was lifted up. The stent was then withdrawn from the patient's body along with the guide catheter. The procedure was completed with another 3.50 x 20mm taxus express2 des. No patient complications were reported with the patient's current condition listed as "fine".